Manufacturer narrative:
The device was returned intact. There were no signs of manipulation after implantation. It was verified that the device was manufactured according to the specification provided by the customer. The instructions for use that accompany the device caution that ¿preo perative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implants, are important considerations in the successful utilization of this system." A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2015. According to the report the device was too big for the patient and the patient's skin would not close around the implant. It was reported the patient developed an infection because the skin would not close. The report stated the device was explanted on (B)(6) 2015. Reportedly, the patient is doing fine.